Event description:
Caller reports correction study in which a pt tested 2.4 inr on the coaguchek s system and 1.9 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.